Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the current ins is not working because they tried everything to turn it up and on, but the patient has not been getting relief for the last 2 months. The patient has also been having a massive urinary tract infection (uti) and they have to catheterize themselves. Caller noted the patient was able to see the healthcare provider (hcp) and receive antibiotics for the uti. No device issue was reported and no further patient complications have been reported as a result of this event.